Manufacturer narrative:
One un-used sample was returned for evaluation and activated in the lab without issue. As no issues were found during investigation, a root cause could not be determined. The device history record review was completed on the reported lot number- v2e106, and the lot was manufactured and released in compliance with all requirements. Cardinal health will continue to monitor complaint trends for this reported issue.

Event description:
Infant heel warmer burst while warming. There has been no injury reported. No further information, clinical data, or patient demographics were provided when requested.